Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: while the device was not returned for physical investigation. Pseudoaneurysm and hematoma are complications which may be related to the endovascular procedure or the vascular closure procedure. A thrombin injection was successfully applied post procedure to repair the pseudoaneurysm and additional pressure was applied to press out the hematoma. Patient required a blood transfusion. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Patient was transferred to recover, but complained of pain to the left groin area. A cta was performed and revealed a hematoma and a pseudoaneurysm. Pressure was held to resolve the hematoma and patient was giving 2 units of packed red blood cells and a thrombin injection which corrected the pseudoaneurysm. No further injury or complications noted.